Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025 around 01:55, the patient was vomiting, feeling tired, confused, lethargic and weak. The patient's daughter said that the cgm was 270 mg/dl. The patient's confusion worsened so the daughter called 911 and paramedics arrived around 02:00 am. The daughter did not administer any medication prior to calling the 911. The daughter was not sure if they took manual bg. In the ambulance, the patient was treated with IV fluid and the patient was taken to the hospital. The daughter followed and arrived at the hospital around 02:45 am. When she arrived. She was informed that the bg taken at the hospital was 907 mg/dl and was not informed if cgm was checked to compare the readings. During this time, IV fluid and insulin IV was already administered to the patient. The patient stayed in the emergency room until 11:00 am and then moved to the intensive care unit (ICU). Additional medication was provided: antibiotic and potassium. The patient was still extremely confused during this time. The patient was moved to the critical care unit approximately in the morning on (B)(6) 2025. The patient was recovering and still in the hospital at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.